Event description:
A customer contacted beckman coulter (bec) reporting an ionized selective electrode (ise) leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer received a calcium calibration failure. Upon troubleshooting the calibration failure, the customer found fluid below the flow cell. Approximately 10 milliliters leaked from the instrument and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the flow cell waste tube full and had overflowed. The fse observed that the ise waste exit valve j2 had a tear which caused the leak. The fse replaced the ripped valve which resolved the issue. The fse verified system performance. Bec identifier for this report is (B)(4).